Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to either excessive force used during use or the device coming in contact with another device during use.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9628 3.0mm drill bit device tip broke off during the case. The broken piece could not be retrieved and was left in the patient. This was discovered during the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.